Manufacturer narrative:
The part of the device that does not remain in situ has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the patient suffered a fracture of the first lumbar vertebra. Posterior fixation was performed from th12 to l2 on (B)(6) 2024. The surgeon confirmed spinal screw that had been inserted into the right side of the second lumbar vertebra, had broken by CT imaging. A second surgery was performed to remove it. The thread part remained in the bone since it was difficult to remove it from the bone. We do not receive any other adverse patient consequences reported. This event occurred in japan.